Event description:
This is 2 of 6 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient was implanted with nflex rod construct on an unknown date. On an unknown date, the nflex construct broke. Patient returned to the or on an unknown date, and a revision surgery was completed. No further information is available at this time. This is 2 of 6 reports for this event.

Manufacturer narrative:
Additional information. Additional product codes: mnh, mni, kwq, kwp. Device was returned for evaluation on (B)(4) 2012. Investigation coordinated by synthes (B)(4). Report received indicates visual inspections noted that the bar has two stress fractures between the 4mm and 6mm diameter. The polymer part of the bars however, appears to be intact. The exact reason for this damage cannot be identified afterwards. We assume that an excessive bias caused the break. No product fault could be detected. Six click''x pedicle screws with no visible damage or fracture were noted.